Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found an integrated circuit anomaly.

Event description:
It was reported that on (B)(6) 2012, an asymptomatic patient was presented in clinic for a device notifier indicating backup mode. The device was successfully downloaded. The same day, the patient returned to the clinic for a second backup notifier. The device was explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.